Manufacturer narrative:
A review of the complaint history for(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 7 was off the hinges and drawer was unable to close. A field service engineer (fse) found the right rail severely bent, with bearings coming loose. Replaced both sets of full-height rails to restore proper alignment and functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer 7 was off the hinges. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.